Manufacturer narrative:
E1: initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked, the telescope and sheath were cut, and the cut parts were not returned for analysis. Microscopic inspection revealed the guidewire exit port was deformed but the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that device entrapment occurred. An opticross imaging catheter was selected for use to view the target lesion. After an unknown wire was advanced, the opticross catheter got stuck on a non-boston scientific stent. The imaging core was removed, and a wire was inserted to release the device and enable it to be removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. An opticross imaging catheter was selected for use to view the target lesion. After an unknown wire was advanced, the opticross catheter got stuck on a non-boston scientific stent. The imaging core was removed, and a wire was inserted to release the device and enable it to be removed. The procedure was completed with another of the same device. No patient complications were reported.